Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any purther relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle was used during a bronchoscopy procedure performed on (B)(6), 2010. According to the complainant, the bronchoscope (manufacturer unknown) was in a retroflex position. Upon attempting to remove the excelon transbronchial aspiration needle, it became stuck inside the scope, and the sheath of the device tore and became detached inside the scope. The scope was removed from the patient, and the sheath was removed from the scope. Another excelon transbronchial aspiration needle was used to complete the case. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.